Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's nurse stated that 180 units of insulin had been delivered into the customer's body when she delivered a bolus. The customer was not available to perform troubleshooting. The customer's nurse stated that the customer had reverted to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.